Manufacturer narrative:
The male pt had the following medical history: previous myocardial infarction (mi), angina pectoris (ap), diabetes, past history of pci and a previous thrombosis in a bare metal stent. The target lesion was the proximal to mid left anterior descending (lad). The vessel was de novo, eccentric, bifurcated and calcified lesion. Aha/acc classification of the vessel was a type c. The lesion length was 35mm and vessel diameter was 2.5 mm. The procedure was an elective case. Pre-dilation was conducted with a 2.5 x 20mm balloon at 12atm for 20 seconds. A 2.5 x 28mm cypher stent (lot i1106192) was implanted at 12 atm for 20 seconds. A 2.5 x 18mm cypher stent (lot i1106050) was implanted at 18 atm for 20 seconds with overlap. It is unk which stent was implanted proximally. Post-dilation was conducted by kissing balloon technique and the balloon angioplasty (poba) on the cypher was conducted with a 2.5 x 20mm balloon at 23atm for 20 seconds. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was not measured. Four days later, the pt developed cardiogenic shock and an atrio-ventricular block and was transferred by ambulance. Coronary angiography was conducted and thrombosis was observed inside both implanted cypher stents. To treat the thrombus, aspiration and poba with a 2.75 x 20mm balloon at 23 atm was conducted. Inflation time was unk. Iabp was inserted and the pt was in stable condition. Five days later, the pt complained of chest pain during the hospitalization. St elevation was observed on ECG. Cpk was around 1000. Cag was conducted and thrombus was observed inside the implanted cypher stents. To treat the thrombus, aspiration and poba with a 2.5 x 20mm balloon at 20 atm were conducted. The pt became stable. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-00342. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
Four days after receiving two cypher stents in the proximal to mid left anterior descending (lad), the pt had thrombosis in the implanted cypher stents.